Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. No further complaint investigation is necessary as CAPA pr 1120033 was opened to address this issue. The device is used for treatment purposes. Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action h3 other text : device has been serviced.

Event description:
It was reported that the customer had one (1) 8015 that would not power on. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer had one (1) 8015 that would not power on. There was no patient involvement.